Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they are not able to connect to their ins quickly or easily. The patient said it seems like it takes forever to connect. The patient confirmed they would see device not responding. Patient said they have fallen a couple of times, but said they were having problems with telemetry before then. Patient said they didn't have telemetry problems when they first got the implant, but when asked for the event date, patient said they noticed as of late that it's worse. Helped patient successfully connect external devices to ins and patient increased stim to a comfortable level. Reviewed tips for connecting to ins, including making sure patient does not have communicator plugged in when attempting to connect and keeping communicator over implant when making any adjustments. Patient confirmed understanding. Redirected to hcp to check internal components if telemetry issues continue. Patient mentioned they have thin "thing of plastic" from the surgery as a bandage over their incision. Additional information was received on 2023-apr-20 the patient called back and reported they were having "great difficulty" trying to hook up their external components to the ins, that their managing health care provider (hcp) had switched them to a new program to incorporate their bowels as well as their urine but they were having a "heck of a time" now. The patient stated they'd had a horrible bowel movement ("it was terrible") and their urine wasn't working now and was back to "gushing" out of them. The patient also stated that when they were feeling the ins, it didn't feel like it was in the same position. The patient stated it almost felt as if it was "flat like it was horizontal." The patient stated they had a slight fall maybe 3-4 weeks ago where they fell on the other side but stated "maybe" the fall was what caused the ins to feel as though it was in a different position. The patient stated they had fallen on concrete. The patient stated the ins felt like "you could flush like to the implant but now feels like a flimmerextension" where they could feel it. Patient services did their best to interpret what the patient was describing and wrote down what the patient reported because it was difficult to visualize what the patient was describing. Patient services began working with the patient to connect to their settings and it was discovered that the communicator was plugged in. Patient services reviewed functionality of the communicator with the patient and the patient unplugged it. The patient was then able to connect to see their settings. The external devices were functioning as intended and the therapy was on. The patient then increased the stimulation and stated they felt it in their bladder. Patient services asked the patient if they meant they felt it in the bike seat region and the patient stated 'yes,' that they had felt it at the bottom of their left buttock and that they had always felt it "to the left." Patient services then reviewed stimulation considerations and therapy expectations with the patient. The patient stated if they still didn't see relief, they were going to call their hcp to see about trying another program. The patient also asked if it was normal for them to just be sitting and then suddenly start to feel the stimulation. Patient services reviewed with the patient that they could feel the stimulation differently in certain positions and the patient stated that might have been sometimes what happened, that they would move and feel it but other times they would just start to feel it without moving. Patient services redirected the patient to followup with their hcp about their concerns and to check the implanted system. The patient stated they would reach out to their hcp and continue to monitor their symptoms.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. When asked what steps were taken to resolve the issue, they reported no steps have been taken to resolve the issue and no further action will be taken. They have contacted their doctor about the issue "approximately 1 wk following".

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. It was reported that the patient reached out to patient services for assistance in resolving the issue. The issue was resolved.